Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt mentioned that a couple of the leads on one of their leads "went down" in 2020 (patient services specialist understood that some of the electrodes started not working in 2020), and then "all of the leads went down" (pss understood that all of the electrodes started not working on the leads). Pt said one of their leads has completely not been working. Pt was reprogrammed by a mdt rep. (Name, asked/unknown) in 2020 and the mdt rep was informed of the issue. Pt said now, they had to have another surgery to have the stimulator fixed. Patient services specialist documenting reported event. Patient services specialist reviewed warranty information and redirected to hcp.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 14-nov-2022, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 01-oct-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.